Event description:
Pt began to manifest erratic behavior. They were tested with the freestyle system with a result of 347 mg/dl. Family member took pt to a hospital and a lab test was concluded with a result of 147 mg/dl. The time that elapsed between tests was approximately 10 minutes. As the reading was within normal range, treatment was not provided.